Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds measurements measuring greater than 3.5v. The pacing impendence measurements were stable and within range. The patient was dependent on this system and reported pectoral stimulation. The physician suspected lead damage, and the plan was to have this lead replaced. This rv lead currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds measurements measuring greater than 3.5v. The pacing impendence measurements were stable and within range. The patient was dependent on this system and reported pectoral stimulation. The physician suspected lead damage, and the plan was to have this lead replaced. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was surgically abandoned and a new non-boston scientific lead was successfully implanted. No additional patient adverse effects were reported.